Event description:
It was reported the gastrointestinal videoscope screen had blacked out after an unspecified procedure. The procedure was completed using the same device. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.